Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) asian male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella lp2.5 device. During support, a cerebral infarct was confirmed via a computerized tomography (CT) scan. There was no additional intervention aside from routine management and observation. The physician alleged a thrombus had passed through the impella device and into the brain, resulting in the reported cerebrovascular accident. The patient was successfully weaned off support, once hemodynamics stabilized. The patient remains in critical condition.